Event description:
The customer reported system displayed snowy image on both monitors. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The problem was verified. The rep pulled out image processor, cleaned contacts and reseated board. System now operates as intended.